Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the patient required explant of the device after approximately three years post implant. Per clinical opinion, the issue was due to a sizing issue. The device was not returned for evaluation at this time and the device availability is unknown. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an unknown size edwards aortic valve, was explanted after an implant duration of approximately 3 years due to paravalvular leak. A valve model 3300tfx of a smaller size was implanted in replacement. Per clinical opinion, the issue was due to sizing issue. No other information was provided.

Manufacturer narrative:
Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 21mm valve implanted in the aortic position was explanted after an implant duration of approximately 3 years due to paravalvular leak. As per op report, the valve was intact structurally. There was a lack of healing between the skirt of the prosthesis and the patient's aortic annulus in the region of the commissure between the left and right leaflets. The gap ran over a length of 1 to 2 cms. In the other portions of the valve there was excellent incorporation. The aortic root itself was heavily calcified with severe exuberant calcification particularly arising from the region of the right coronary artery. The previously inserted coronary artery bypass grafts were intact. The valve was explanted and after decalcification of the aortic root, it was replaced successfully with a 23mm valve. The patient was noted to be in sinus rhythm with stable haemodynamics.